Event description:
On (B)(6) 2002, a sparc was implanted in the plaintiff to treat her "stress urinary incontinence. The plaintiff's attorney has alleged that, as a result of the implant, plaintiff "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering," and "has sustained permanent injury, has undergone medical treatment and corrective surgery and hospitalization." Also alleged, plaintiff had a "negative immune response," that promoted "inflammation of the pelvic tissue" and contributed to "serious adverse reactions," along with "extensive medical treatment, including, but not limited to, operations to locate and remove the products, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia," and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.